Event description:
The doctor was inserting the delivery device with bravo ph capsule attached, into the patient with assistance from another doctor. They followed directions for bravo step by step. The delivery device failed to deploy. Second bravo capsule was brought in and deployed successfully.device #1is this a laboratory device or laboratory test?no.